Event description:
The patient's husband reported, the patient blood glucose readings were 484 mg/dl this morning, 232 mg/dl at lunch, and was currently 366 mg/dl. The patient's husband stated, the high blood glucose levels were discovered during routine testing. He stated, the patient's only symptom was blurred vision. He stated, the patient's normal blood glucose levels are "under 200 mg/dl." The patient's husband reported that prior to calling, the patient disconnected from the infusion device and successfully performed a bolus into the air. Troubleshooting did not reveal any problems with the product or settings. Patient was advised to check with her healthcare professional to review her basal rates and insulin needs. On follow-up, the patient's husband reported, the patient was "doing well" and her blood glucose readings are now normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.